Event description:
Country of complaint: (B)(6). One unit was faulty, the needle was not attached to the thread.

Manufacturer narrative:
Samples received: 1 open pouch. There are no previous complaints of this code/batch, no units in OEM stock. Received 1 open sample with the needle detached from the thread (needle was used - has the rests of blood). Without any closed sample we cannot carry out a complete analysis. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.